Event description:
High thresholds and epicardial leads were not always capturing and were capped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).